Manufacturer narrative:
Sunrise medical received the damaged item on (B)(6) 2017 and a preliminary evaluation was performed by a quality inspector. It was concluded at that time that a root cause for the incident was unable to be determined. However a thorough evaluation of the item was performed on (B)(6) 2017. It was found that there was damage to the link arm when a bolt was removed. After testing, the item still operated to specification. The alleged failure could not be duplicated and a conclusion could not be determined whether the damaged part caused or contributed to the alleged incident. The damaged part was replaced on (B)(6) 2017 and no issue has been reported to date. Sunrise medical considers this an isolated incident and has closed this case.

Event description:
Please see initial MDR 2937137-2017-00014.

Manufacturer narrative:
Sunrise medical is investigating this incident and has requested the part to be returned for a full evaluation. Unknown at this time if there was a malfunction or a defective part involved. Once the evaluation is completed a follow up report will be submitted.

Event description:
Per dealer, the front caster arm broke where it connects with the link arm, causing the front swing arm to have no pressure. The incident occurred when the end user was going up a ramp in front of her doctor's office. The right side front caster arm broke. The end user fell out of the chair, however, no injuries were reported.